Manufacturer narrative:
Medwatch field d4 expiration date was updated. Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 rack analyzer. The initial result was 50 ng/l. Three hours later, the repeat result was <3 ng/l. The result from another analyzer was 5.13 ng/l.